Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. The customer's blood glucose value was 555 mg/dl. Customer stated that hospitalized was not insulin pump related. They took her out of heart but medicine and she vomited and it was not because of the insulin pump but because of the vomiting and the removal of the medications. The customer was treated with intravenous insulin. It was unknown if the customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.